Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00656.

Event description:
It was reported that two draw rods detached from an inserter during surgery. The draw rods were reattached to the inserter and used to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: ethnicity. The returned inserter was examined. The retaining feature on the inserter's draw rod was found to have deformation. The complaint is confirmed. This issue can be attributed to repetitive use. The stresses exerted on this feature while removing trials from disk space and repositioning implants within the disk space during surgery can lead to deformation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that two draw rods detached from an inserter during surgery. The draw rods were reattached to the inserter and used to complete the procedure without reported patient impacts. This is report two of two for this event.